Event description:
Battery fully charged and the second battery at 75%. When the patient exchanged one of the batteries, the controller switched power source to another battery. After the battery exchanged, the critical battery alarm stopped. Patient also stated that they have experienced abnormal controller and battery behavior where power changed to second battery when the capacity was higher than 25%. Patient requested a controller exchange. The controller exchanged was performed on (B)(6) 2015. This is report 2 of 2.

Manufacturer narrative:
On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01541 and 3007042319-2015-01542) submitted for devices related to the same event.

Manufacturer narrative:
Additional information was provided indicating that the issue resolved with replacement of the controller and battery. The patient is doing well after the replacement. No further information was available. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Patients are instructed to always keep a spare controller and fully charged power sources available at all times. The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm on 06/26/2015 and occurrences of premature battery switching events during the analyzed period. Analysis of the (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to high max error, indicative of a unit that is out of calibration. The max error was reset to 1% after an extended charge and recharge period. The successful reset of the max error may indicates an abnormal usage behavior that does not allow the batteries to discharge properly. This is an incidental finding not related to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. This is report two of two reports (3007042319-2015-01541 and 3007042319-2015-01542) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.